Event description:
On (B)(6) 2014 bi mastectomy (r sided cancer) with textured expanders. I was specifically told, I was not a candidate for diep etc. (Years later, I found out I actually was only my dr did not perform any). Alloderm was used. Seroma, infection and necrosis so re operation on (B)(6) 2014. Tweaking caused a deep open wound on my "good side." On (B)(6) 2014 exchange with an added open capsulectomy? For capsular contracture, I was not informed was cause of my pain. I was only told, surgery went well. Had I not a copy of my op report, I would have never known. Nothing was tested for bia-alcl. I was told, "c'mon that's so rare" when I inquired, as a cancer pt, about bia-alcl. I trusted my board certified surgeon. Regarding any concerns before any surgery. My dr responded saline wouldn't work and silicone were perfectly safe class 3 FDA approved medical devices extensively studied. Dr knew of all my previous medical history and gave the ok before surgery. Dr said, I will read a big list of side effects yet these were only a legal requirement. Dr chose allergan natrelle 410 implants and I have had pain and great loss of function ever sense. Hypertrophic scarring, rippling, dog ears you name it. Now I notice lumps in one implant where no incision. Just had 2nd MRI ((B)(6) 2019). I watched the webcast of FDA panel meeting as I await MRI results as the FDA continues to allow these textured implants and textured expanders. Surgical use with breast reconstruction (B)(6) 2014. I have and do see numerous drs for pain mgmt and ongoing autoimmune symptoms. Uncomfortable sharing more in this manner. Uncomfortable doing so in this format.